Event description:
The pt had a c-section in late 2007. Upon closure of the uterus, surgiwrap was placed on top of the uterine incision and tacked in place. In 2008, the pt returned with surgiwrap coming out of her vagina. On a week later, and ultrasound was performed which revealed that there was dehiscence of the uterine incision and more surgiwrap was coming through the incision into the uterus and the endometrial cavity.

Manufacturer narrative:
The surgeon stated that he was unsure what caused dehiscence of the hysterotomy. Labeling and mfg documentation review did not reveal any errors, omissions, or other abnormalities.